Event description:
The patient reported a power on reset (por), the therapy had stopped due to por. The patient was checking the implantable neurostimulator (ins) at the time of the por was seen. The day prior to the report they were having an issue with coupling but they were able to readjust the position of antenna and resolved right away. The battery was about half way charged, they went to check the ins with the programmer and saw the warning por message. The patient was frustrated when they found out that they had to go to their health care professional (hcp) to resolve and they were about ready to tell them to just take it out. They had no problems until they called for help and people were messing around with it. On september 2 2016, the manufacturer representative (rep) called about the patient and was not sure patient actually saw a por. The patient had called on (B)(6) 3016 but no por was reported at that time. They saw the patient on (B)(6) 2016 and did have a por and they were able to clear it, it was believed it was a 0x1000 code. The battery was interrogated and the battery was on and charged to 75%. The patient was able to feel stim and therapy was fine. One programming change was made so the patient could have independent control over the leads as one leg had more pain than the other. Other relevant medical history includes non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.